Manufacturer narrative:
Product has not been received for evaluation.

Event description:
It was reported that the t-2 anchor failed to deploy. The t-1 anchor and suture were removed from the patient. A competitive device was required to complete the procedure with a delay of less than 30 minutes. It was reported that there was a patient injury in that additional punctures to the meniscus were required. No additional patient harm was reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint indicates that this is related to two other complaints. The complaint attachment indicates ¿t2 non-deployment¿. This device was received in used but good condition. This device shows no obvious damage. Neither of the t¿s nor suture was returned. Depth limiter was on the needle but trimmed. There is no apparent twisting or bending of the delivery needle. The device actuates and cycles as intended. No root cause related to the manufacture of the device can be confirmed. No further investigation is warranted.